Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was aborted and arranged at another time. Philips filed service engineer visited the site and confirmed the reported issue. After reviewing the log and upon troubleshooting fse found an issue with the fdc module. To resolve the issue, fse replaced fdc and return the part for further analysis and it found the malfunction of this component could result in a failure to initialize flashlight. After replacement of fdc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.